Event description:
It was reported that balloon rupture occurred. The patient presented with peripheral artery disease (pad). The 100% stenosed target lesion was located in the moderately tortuous and moderately calcified superficial femral artery. A 5.0 x 200, 135cm mustang balloon catheter was advanced for dilatation. However, during the first inflation at 24 atmospheres for below 30 seconds, the balloon ruptured. The procedure was completed with a different device. There were no further patient complications nor injuries reported.